Manufacturer narrative:
The device has not been returned for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that three years post implant of this 35 mm mitral annuloplasty band, the patient presented with recurrent mitral regurgitation caused by a ruptured chordae tendineae. There was no failure of the device. The physician explanted the device and replaced it with a 34 mm annuloplasty ring. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.